Manufacturer narrative:
(B)(4). The reported over infusion of the drug heparin was confirmed and found to be the result of user programming error. A user had reprogrammed the dose on (B)(6) 2011 at 9:30pm to 2550 units/hour after the pump module completed a prior infusion of heparin at the rate of 2250 units/hour (the intended dosing rate). The user allowed the infusion to continue at the dosing rate of 2550 units/hour until (B)(6) 2011 at 1:50am when the user returned the dosing rate to 2250 unit/hour. The user did receive a soft guardrails message that the infusion exceeded the limit of 2000 units/hour and selected to proceed with the infusion. Rate accuracy testing of the pump module found the module was infusing within specifications. The root cause for the reported over infusion of heparin is due to user programming.

Event description:
Customer reported heparin infusion 25,000 units in 500mls of solution found running at the wrong dose. The intended programming was 2250 units/hour. The device was found running at 2550 units/hour. The nurse reported the programming changed on its own.